Manufacturer narrative:
A ge rep evaluated the system and cleared the memory nodes and reloaded software. System operates as intended.

Event description:
The customer reported problems with the system after connecting the wrong c-arm to the workstation. No pt injury was reported.